Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was observed. The anomaly was a diagnostic miscount of the a-fib burden. To address the issue, the device will be cleared at the next follow-up visit. The patient was stable with no concern from either the doctor or patient about the patient¿s health.